Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got a beeping to change the battery, customer replaced the battery and then got the picture of sign pointing to a book, customer changed the battery and insulin pump was blank and it buzzing, vibrating and blinking red. Customer's blood glucose value was 156 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) alarm or blank display noted during testing.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).